Manufacturer narrative:
Updated fields: d4, d10, g4, g7, h2, h3, h4, h6, h10 the certas valve was received for evaluation. Device history record - no discrepancies noted UDI: (B)(4). Failure analysis - the valves were visually inspected: still in unopened blister, the slight misalignment is not considered as a defect. The valve was received was at setting 6. The valve passed the test for programming. No root cause could be determined as the slight misalignment is not considered as a defect of the device. The possible root cause could be due to product falls down on floor.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported the angle between the distal outlet connector barb and direction-of-flow arrow was not as usual. The event happened during a v-p shunt procedure, prior to clinical use. Surgical delay was observed within 30 minutes with no patient consequences and the procedure was completed with a replacement product.